Event description:
The following has been reported: nurse reported : (3 separate tubing events with exact same issue). Issue: leaking at the flow dial. Three tubing sets sent from the same team. Problem occurred : before use and during infusion. Drug used during infusion : normal saline. Resolved by : obtaining new tubing. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion . Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. While visual inspection, it was noted that the were crack along the secondary port and that it was over-inserted. In a microscopic evaluation, it was confirmed the said over-insertion and small cracks along the secondary port portion of the cassette. When attempting to prime it was observed fluid inside the cassette, so the device was not loaded into the lvp machine. The customer complaint is confirmed. The probable root cause could be related to over-insertion of the secondary port which caused crack that lead to a leak. An internal investigation has been opened to address this issue. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.